Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the single leaflet device attachment (slda). It was reported that the initial mitraclip procedure was performed on (B)(6) 2017, to treat degenerative mitral regurgitation (mr) with a grade of 4+. One clip was deployed successfully reducing the mr to 1+. The patient was stable post-procedure. On an unknown date, the patient was undergoing a follow-up visit when imaging revealed what was believed to be a slda, with the clip noted to be detached from the posterior leaflet. A transesophageal echocardiogram was performed on (B)(6) 2017 which confirmed the slda and an increase in mr to grade 4. No treatment has been performed at this time. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The device was not returned for analysis. A review of the complaint history did not indicate a lot-specific quality issue. The reported patient effects of worsening mr and mitral valve injury (tissue damage), as listed in the mitraclip nt system instructions for use (IFU), are known possible complications associated with mitraclip procedures. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology, due to thickened anterior leaflet with prolapse at the a2/a3 segment. The reported mr and tissue damage were a result of the slda. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.

Event description:
Subsequent to the initial 30-day medwatch report, new information was received as follows: the patient was re-hospitalized for a second procedure on (B)(6) 2017. Mitral regurgitation (mr) increased to grade 4+. It appeared there was posterior mitral leaflet tissue missing where the clip had detached. 2 clips were placed on either side of the detached clip, stabilizing the clip and reducing mr to grade 2+. The procedure was successful. There was no additional information provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). The investigation is not completed at this time. A follow up report will be submitted with all relevant information.

Event description:
Subsequent to the previously filed medwatch reports, the following information was received: on (B)(6) 2017, the patient expired. It is unknown if an autopsy was performed. The cause of death could not be provided, but the patient was in hospice due to bi-lateral pulmonary effusion and chronic heart failure. No additional information was provided.

Manufacturer narrative:
(B)(4). The reported patient effects of bi-lateral effusion (edema), heart failure and death as listed in the mitraclip nt system instructions for use are known possible complications associated with mitraclip procedures. This incident was further reviewed by an abbott vascular medical affairs director who stated that there was a redo procedure following mitral regurgitation (mr) recurrence associated with single leaflet device attachment (slda). This repeat procedure was successful stabilizing the clip and reducing the mr. Death was reported 3 months after in a context of chronic heart failure and bilateral pleural effusion; hence, it is likely that death was related to progression of disease and not to the device. The patient effects of death, chronic heart failure and bilateral pleural effuse were likely due to progression of disease. There is no indication of a product quality issue with respect to manufacture, design or labeling.